Manufacturer narrative:
D10 concomitant products: cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); cl-923 cl-923 polysorb* 2-0 vio 90cm gs21 x36 - (lot#a5d1882y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the needle detached on the first suture while suturing. The thread broke in the middle while using the second suture. There were 18 sutures that had issue. A new suture was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Thirty representative samples were returned for analysis. Visual inspection noted varying degrees of discoloration (dark color) and suture stiffness near the needle attachment point of several sutures. Functional testing found that in addition to testing against the specifications, the samples were subjected to testing of the needle attachment force at 90° (degrees) of rotation following discussions with design engineering. Results demonstrated lower forces than are typical for 90° attachment forces of this size suture. It was reported that the suture parted from the needle at the base. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.